Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin fractured intra-operatively. The threaded portion of the pin was retrieved from the vertebral body using a trephine. No fragments were retained by the patient and there was no patient impact.

Manufacturer narrative:
H3: "not returned to manufacturer" no longer applies, but cannot be deleted. Corrections in h3 and h6: component code. Additional information in h6: investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Cause a definitive root cause could not be determined, but off-axis forces applied to the device during use or wear through use over time could be contributing factors to the tip fracture. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a retractor fixation pin fractured intra-operatively. The threaded portion of the pin was retrieved from the vertebral body using a trephine. No fragments were retained by the patient and there was no patient impact.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a retractor fixation pin fractured intra-operatively. The threaded portion of the pin was retrieved from the vertebral body using a trephine. No fragments were retained by the patient and there was no patient impact.